Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead was dislodged a few times after deploying the helix. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.